Event description:
During dialysis set up and treatment the following events occurred. While connecting pt up, the red screw-in line came apart. The lines coming apart is a hazard due to contamination of sterile lines.